Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7115000. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) # (B)(4). With all the available information, boston scientific concludes that the cause of the patient experiencing undergoing a revision procedure was not confirmed based on record review. The devices were discarded by the facility and device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices were discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. Based on all available information, engineers are not able to confirm the root cause of the event. The device was not returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint and the conclusion unable to exclude device problem.

Event description:
It was reported that the patient underwent an explant procedure of the lead of the deep brain stimulation (dbs) system due to the lead being off target the time of the initial implant. The lead will not be returned as it was disposed of after the procedure.